Manufacturer narrative:
No safety issue was reported. The reported complaint that the autopulse nxt platform (sn (B)(6) emitted a burning smell was verified during the preliminary functional testing. However, after the compression test, the burnt smell seemed to dissipate. The burning smell is primarily due to oil residue burning off from the motor as it heats up. The reported complaint that the autopulse nxt platform stopped compressions was confirmed in the archive data but was not confirmed during functional testing. The autopulse nxt platform functioned as intended. According to the review of archived data, the internal motor temperature reached 110°c, triggering fault 1290 (fault_analog_motor_over_temp) and stopping compressions, confirming the reported complaint. This serves as a safety feature that performed as designed. The high-temperature limit may have been reached because the device required more energy to compress a larger patient, resulting in increased motor heat that exceeded the thermal limit of 110°c. The autopulse nxt platform passed preliminary functional testing without any faults or errors. Subsequently, the nxt platform was tested using a medium zoll torso fixture (mztf) with four known-good nxt batteries until discharged without faults or errors. The autopulse nxt platform operated correctly and performed as intended. Following service, the autopulse nxt platform passed all testing criteria.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt platform in the complaint for investigation. A follow-up report will be filed if and when the product is returned and the investigation is completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported that during patient use, the autopulse nxt platform (B)(4) emitted a burning smell while in operation. It is unclear how long the autopulse nxt platform had been operating before the burning smell was detected. The user noted that upon noticing the burnt smell, the nxt platform stopped compressions. The crew then switched to manual CPR. The patient did not survive and was later pronounced dead. No additional details about the cardiac arrest event were provided, and the customer did not clarify the connection between the patient's death and the alleged device malfunction. Zoll's medical safety assessment (msa) team evaluated the incident and concluded that the death was not related to the autopulse device.